Manufacturer narrative:
According to the facility "one staff member had to be treated for a severe breakout in relation to the use of the mask". Per the facility the staff member received "topical cortisol cream and a cortisone shot" for the described reaction. The sample was requested but was not returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "one staff member had to be treated for a severe breakout in relation to the use of the mask".